Event description:
It was reported that balloon rupture occurred. A 2.50mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with an alternative device. There were no patient complications.